Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5: added updated clinical review.

Event description:
An impella cp was inserted via left femoral artery in a 89 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. Upon transfer to the intensive care unit, a small hematoma was noted at the access after transitioning from the peel away sheath to the repositioning sheath. The angle matching was completed and the site redressed. Hemostasis was achieved with manual pressure. The field representative responded that the hematoma resolved without intervention. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. On day 4 of support, the device was explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a (B)(6) year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. Upon transfer to the intensive care unit, a small hematoma was noted at the access after transitioning from the peel away sheath to the repositioning sheath. The angle matching was completed and the site redressed. Hemostasis was achieved with manual pressure. On day 4 of support, the device was explanted. Vascular injury is a known potential adverse event of the impella cp per the instructions for use.